Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "loss of liquid that preserves the suture and stains the container."

Manufacturer narrative:
Report history: we have checked the report history and found 3 related complaints with the same batch number and reference. Batch history record: we checked the documents related to this product and no deviations wer found during production. Investigation: no samples or pictures were received, so an in-depth investigation was not possible. It could be that a problem occured during manufacturing, but without a sample it is not possible to identify where the leakage occured. The problem has been identified previously, and necessary corrective actions were implemented. The batch number was manufactured before CAPA implementation.